Event description:
On (B)(6) 2012, pt's daughter reported the check button on the infusion device is not working correctly. Daughter stated all of the buttons are working except for the check button. Daughter reported the up and down buttons on the infusion device is responsive. Daughter stated her mother has to press the check button hard to get it to work. Daughter reported the button failure is intermittent and began about a month ago. Daughter stated the button is flat and the infusion device did make an audible sound when the button was pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.